Event description:
I had laser extractions done on (B)(6) 2017 and when my derma noticed that my mouth area was so red because of the extractions, she suggested I do the laser genesis. It was the biggest mistake of my life. One week post treatment, changes started to appear slowly day by day. First were linear scars all over my face and then sunkenness of some parts of my left upper lip then slowly formed an indented lines that get crossed. Then slowly, I noticed some scars from my old pimples that healed correctly now surfacing one by one from my forehead to my cheeks to my laugh line. Then the darkening of my mouth area. Then I noticed a volume loss on my left cheek to my nasolabial fold since that was where the doctor had more passes on the laser. I don't know when I will see changes but it's really frightening. I hope the right people can help victims like me who was damaged by these machines.